Event description:
On the day of the procedure, the patient presented with a ruptured midline anterior communicating artery aneurysm. Four coils were successfully deployed into the aneurysm. It was reported that the last coil ruptured the aneurysm, no other details were provided regarding how the rupture occurred. The coil was detached and the procedure completed. The patient required a ventricular drain to be placed. The event was reported resolved with no residual effects the same day. No further information was provided.

Manufacturer narrative:
Other - for no allegation of product malfunction or non conformance contributing to the reported event. From the information provided by the user facility, the physician does not allege any device malfunction or non conformance occurred.